Event description:
It was reported the patient had worsening, intermittent urinary tract infections. It was noted the patient had a low grade fever and pain while urinating on 2011-(B)(6). It was reported the patient had nausea and headaches on 2011-(B)(6). It was noted the patient was prescribed nitrofurantoin for seven days with each uti, theracran on 2011-(B)(6), and had a renal sonogram performed on 2011-(B)(6). It was reported the patient¿s symptoms resolved without sequelae on 2011-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v517496, implanted: 2010-(B)(6), explanted: 2012-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).